Event description:
On (B)(6) 2025, the following information was provided by the solventum representative: on (B)(6)2024, the patient was discharged from the hospital with v.a.c.® simplicity therapy system along with home health services. However, due to the patient being homeless, home health agency was unable to initiate care. On (B)(6) 2024, the patient was evaluated by wound care center with the original v.a.c.® granufoam¿ dressing still in place. The v.a.c.® simplicity therapy system was also found to be dead due to the battery not being charged. Upon further evaluation of the wound, there was retained v.a.c.® granufoam¿ dressing in the wound. After unsuccessful attempts to remove the retained v.a.c.® granufoam¿ dressing by the nurses and physician, the patient was referred to the surgeon. V.a.c.® therapy was discontinued. On (B)(6) 2024, the retained v.a.c.® granufoam¿ dressing was excised by the physician in the office. On (B)(6) 2024, the patient was evaluated by wound care clinic with evidence of embedded v.a.c.® granufoam¿ dressing still in the wound. The patient had no signs or symptoms of infection or harm. The patient will likely require a computed tomography scan to locate the embedded v.a.c.® granufoam¿ dressing and a referral back to the surgeon. There are plans to restart v.a.c.® therapy using 3m¿ v.a.c.® peel and place dressing after the embedded v.a.c.® granufoam¿ dressing is addressed. On (B)(6) 2025, the following information was provided by the registered nurse clinic manager: on (B)(6) 2024, the patient was discharged from the hospital with v.a.c.® therapy. Home health services were ordered but home health could not establish contact with the patient. On (B)(6) 2024, the patient was scheduled to be seen at the wound care clinic; however, the patient did not show. On (B)(6) 2024, the patient was evaluated by the wound care center with the original v.a.c.® granufoam¿ dressing still in place. It was confirmed the v.a.c.® granufoam¿ dressing was left in place for 21 days. The patient was referred to a surgeon and operating room for surgical debridement per recommendation by the wound care physician. The patient's current condition is unknown due to the patient being homeless and no follow-up since the alleged event. No additional information available. The v.a.c.® granufoam¿ dressing lot number was not provided, and the product was not returned; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
The foreign material alleged to be v.a.c.® granufoam¿ dressing was not returned to solventum for identification; therefore, its identity could not be confirmed. A device history record review and a device evaluation could not be performed. Based on the information provided, the foreign material was left in the wound for over the manufacturer's recommendations; therefore, the event is being reported due to potential use error. Device labeling, available in print and online, states: warnings: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.